Manufacturer narrative:
(B)(4). The device sample was not returned at the time of this report.

Event description:
The customer alleges that the device failed insertion of a 25mm needle in the adult proximal tibia even though the indicator light was green. Vascular access was obtained via peripheral IV. No report of patient injury or harm.

Manufacturer narrative:
(B)(4). The ez-io g3 driver was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pressed, the green led displayed. The trigger guard had been removed. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. No issues were encountered during the testing. A review of the certificate of conformance found that the driver passed all release criteria. The device was released in 12/2010 and is approximately 5.5 years old. The complaint that the driver lost power during use could not be confirmed. There were no issues found with the returned driver. It functioned as intended.

Event description:
The customer alleges that the device failed insertion of a 25mm needle in the adult proximal tibia even though the indicator light was green. Vascular access was obtained via peripheral IV. No report of patient injury or harm.